Event description:
It was reported to philips that the device wont shock during operational check. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse), found that the processor pca / main board needs to be replaced. Upon conclusion of the evaluation. It was determined, that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.